Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to correct field h1: type of reportable event and h2: if follow-up, what type?, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver shock therapy when the patient experienced an arrhythmia. The patient was hospitalized. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD performed as programmed and no shocks were program in ventricular tachycardia (vt)-1 zone. There were no allegations against the device or functionality. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver shock therapy when the patient experienced an arrhythmia. The patient was hospitalized. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver shock therapy when the patient experienced an arrhythmia. The patient was hospitalized. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD performed as programmed and no shocks were program in ventricular tachycardia (vt)-1 zone. There were no allegations against the device or functionality. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b.